Manufacturer narrative:
The product was not returned for evaluation. Without evaluating the device, we are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached approximately 18 mmol/l (324 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The pod was replaced, and after being removed, it was noted that the cannula appeared to be slightly bent. To treat the patient's elevated bg levels, a new pod was applied and a correction bolus was delivered.

Manufacturer narrative:
The returned device was evaluated and performed as designed. Inspection of the cannula assembly under magnification did not find it bent, kinked, or damaged. No issues were noted that would cause high blood glucose levels.